Event description:
This report is being filed with analysis details.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an retracted position. Visual inspection found dried blood/tissue around the helix that inhibited further helix function testing. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements were within normal limits. An x-ray of the lead was performed and found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, and was unable to conclusively determine the root cause of the observations of high pacing thresholds and loss of capture during the procedure that caused this lead not to be implanted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure there were observations of high pacing thresholds and loss of capture. A new lead was implanted successfully. The lead was returned for analysis. No adverse patient effects were reported.